Event description:
It was reported that patient presented to hospital with an adverse event of pocket infection and erosion. The physician did not specify the cause of the infection or whether it was related to an Abbott product or procedure. The pacemaker (PM), right ventricular (RV) and right atrial (RA) leads were explanted. The patient was stable throughout. The cause of the infection was unknown.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.